Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman ® laa closure device was successfully implanted. At the time of device implantation, the la pressure was 10 mmhg. The device passed the release criteria with no gaps. One day after the procedure, an echo control was performed and the device had embolized into the mitral valve. Surgery was performed to remove the device. The patient is currently stable.